Event description:
It was reported that an "ink like smear" was found in the bd micro fine plus¿ insulin pen needle's inner shield before use.

Manufacturer narrative:
Investigation: nine sealed 32g x 4mm pen needle samples and five photos were returned from lot. No. 8185509, cat. No. 320136. Visual examination of the photos and the returned samples was carried out and marks on the cover of one sample was observed. No issues were observed with the other eight samples. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. The most likely cause of this issue is incorrect moulding machine start-up.

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an "ink like smear" was found in the bd micro fine plus¿ insulin pen needle's inner shield before use.

Event description:
It was reported that an "ink like smear" was found in the bd micro fine plus¿ insulin pen needle's inner shield before use.

Manufacturer narrative:
Correction: the initial manufacture date reported was incorrect. The following information has been updated: device manufacture date: 2018-07-04.